Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17407. It was reported the pt experiences heating while charging in addition to increased recharge burden. Subsequently, the pt stopped using her scs system approximately 6 months ago. No additional info is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2.reference MFR. Report: 1627487-2013-17407.additional historical information from the medical chart review identified that prior to explant the patient stated to have experienced discomfort from the ipg from 10/03/2013 to 02/25/2014 when sitting for prolonged periods of time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.